Manufacturer narrative:
Approximate age of device - 22 days. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was transferred to the implanting center from a rehabilitation center with persistent low flow alarms and ventricular fibrillation. The patient was readmitted and the inflow conduit positioning was noted to be anterior and reportedly tickling the ventricular wall, which was causing arrhythmias. The patient was unable to move or stand without feeling dizzy and experiencing an arrythmia. The patient was started on mexiletine for the arrhythmia. The patient's implantable cardioverter-defibrillator (ICD) settings were changed. No success was noted. On (B)(6) 2015, the patient was taken to the or and the inflow conduit was repositioned under cardiopulmonary bypass. The inflow conduit was pulled out of the sewing cuff slightly. The duration of the procedure was ten hours. The patient is currently back at the rehabilitation facility and is doing well with no further arrhythmias. No additional information was received.

Manufacturer narrative:
The report of persistent low flow alarms was confirmed through a system controller data log file analysis. A specific cause for the malpositioning of the inflow conduit could not be determined through this evaluation. A full examination of the pump could not be conducted because the patient remains ongoing on vad support. However, the manufacturer's instructions for use lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.